Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the sensor was overheating. Additionally, the patient stated that the sensor issue included pain and discomfort. The sensor was inserted at the arm on (B)(6) 2017. No medical intervention was reported. No additional event or patient information is available. No product was returned for evaluation. The complaint confirmation of sensor overheating could not be determined. A root cause could not be determined. Labeling indicates: do not insert the sensor component of the dexcom g5 mobile system in a site other than the belly/abdomen (ages 2 years and older) or the upper buttocks (ages 2 to 17 years). The placement and insertion of the sensor component of the dexcom g5 mobile system is not approved for other sites. If placed in other areas, the dexcom g5 mobile system may not function properly.